Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue mx550 patient monitor was used on a patient who had an asystole event on (B)(6) 2022 in the emergency department. The patient passed away. No additional information regarding the patient, such as gender, age, height, and weight, had been made available at the time of the initial report.

Event description:
It was reported that the intellivue mx550 patient monitor was used on a patient who had an asystole event on (B)(6) 2022 in the emergency department. The patient passed away.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The rse reviewed the clinical audit log for the reported date and time and confirmed that the expected alarms were generated and announced as intended. The physician and head nurse stated that the reported death was not caused or contributed to by the mx550 patient monitor, but was likely a result of alarm fatigue and the staffing situation at the hospital. The customer requested changes in the alarm configuration of the monitor to counteract the alarm fatigue of the clinical staff. A philips clinical application specialist reviewed the alarm configuration in the emergency department with the customer and deployed the requested configuration changes which improved the alarm situation in the department. The customer's issue was resolved by changes of the alarm configuration on the monitor.